Event description:
Patient along w/m reported cadd legacy continues to alarm for no reason, disposable, pump won't run. Pump already working for past day and a half w/no problem. Verified pump properly attached to cassette. Advised would courier ship another pump. Patient used back up pump. No ae occurred as result of pump malfunction. Sn (B)(4) due (B)(6)2018. Therapy IV remodulin. Dose or amount: 1 pump. Frequency: continuous. Route: IV. Dates of use: 08/(B)(6)2017. Diagnosis or reason for use: pah.